Manufacturer narrative:
The lens remains implanted in the patient; therefore, a product evaluation could not be performed. The lot or serial number of the lens was not provided; therefore, a review of the device history records (DHR) could not be performed. Based on available information, a root cause for the reported event could not be determined.

Event description:
A yag capsulotomy was performed 4 months post implant due to fibrosis. Reportedly, 10 months post implant patient developed "u-syndrome" (posterior lens vaulting) with anterior phimosis. Physician was considering treatment options. Additional information was requested, but has not been received.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient developed z-syndrome (lens vault) post lens implant. Additional information has been requested, but has not been received.